Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of chordal entanglement/rupture/mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the device due to interaction with the anatomy appears to be related to patient morphology/pathology, as the pre-existing chordal rupture and leaflet prolapse likely influenced the clip contacting the chordae. The reported patient effect of tissue damage appears to be a result of procedural conditions and due to the clip interacting with the chordae, which resulted in chordal damage when the clip was freed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted. While attempting to place the third clip, the clip became entangled in the chordae. Troubleshooting was performed, and the clip was freed; however, a chordal rupture occurred. The clip was able to freed from the chordae and implanted successfully. Three clips were implanted, reducing the mr to 3-4. The patient was confirmed to be stable post procedure. No additional information was provided.